Event description:
This case concerns a product complaint, reported by pharmacist and is not associated with an adverse event. The consumer experienced a problem with their insulin delivery device (humapen ergo teal/clear). It is unknown what type of insulin the pt was using. It is unknown if the pt was taking any concomittant medications. The pt returned the pen to the pharmacist, (lot number a1503). Upon examination, it was discovered that the pen had broken engagement tabs. This device was mfg after the initial corrective action implemented in the humapen was sent to the MFR (pds) for further analysis. The MFR's eval results were as follows: "physical exam of the device revealed marks on the tabs consistent with the two engagement tabs on the clear cartridge holder having been deliberately cut off the pen with a cutting tool." Edit 09/27/2001: edited MFR analysis results.